Manufacturer narrative:
The pod was received with the cannula deployed. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy properly. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported failure could not be determined. A leak test found no leaks or tears in the fluid path. No issues were found that would affect the delivery of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod between 1 and 4 hours. Upon inspection, insulin was noticed to be leaking out. The pod was removed, the pink slide was noted to not have move forward indicating a failure of the needle mechanism. A new pod was applied to treat the hyperglycemia.